Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 23mm x 3.00 mm, eccentric, de novo target lesion containing a greater than 45 and less than 90 degrees bend was located in the severely tortuous and severely calcified left circumflex coronary artery. Following pre-dilatation using 15 x 2.00mm and 15 x 2.50mm balloon catheters, a 24 x 3.00 promus premier drug eluting stent was advanced for treatment. However, the stent was unable to cross the highly calcified lesion. The physician then noticed that the proximal cells of the stent were damaged. The procedure was not completed and the patient was transferred later for rotablation at another center. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous 24 x 3.00mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 23mm x 3.00 mm, eccentric, de novo target lesion containing a greater than 45 and less than 90 degrees bend was located in the severely tortuous and severely calcified left circumflex coronary artery. Following pre-dilatation using 15 x 2.00mm and 15 x 2.50mm balloon catheters, a 24 x 3.00 promus premier drug eluting stent was advanced for treatment. However, the stent was unable to cross the highly calcified lesion. The physician then noticed that the proximal cells of the stent were damaged. The procedure was not completed and the patient was transferred later for rotablation at another center. No patient complications were reported and the patient status was stable.